Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0208445386, implanted: (B)(6) 2014, explanted: 2014, product type: adapter. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient developed an infection at the device pocket as well as extension and lead location, approximately two months after their implantable neurostimulator (ins) was implanted. The system was explanted as a result of the infection. At the time of the report, the patient was still under antibiotic therapy. The sutures were ¿well¿ and there was no infection. The patient was receiving therapy with good results on dyskinesia control, but had ¿motor fluctuations¿, which the physician thought was normal with oral therapy. It hadn¿t been decided if and when a new device was going to be implanted. If additional information becomes available, a follow-up report will be submitted.